Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer changed battery and insulin pump not turned on. The customer stated battery cap contacts was came out but they had a spare battery cap and tried another one still not turning on. Customer stated the battery compartment and spring was damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.